Manufacturer narrative:
Block h6 (impact codes): imdrf impact code is being used to capture the reportable event of aborted/rescheduled procedure. Block h11: the returned spyscope ds ii was analyzed. An image assessment for visualization was performed. Upon plugging the device into the controller, no image was displayed. Articulation of the catheter using the steering wheels at the handle had no effect on restoring an image. X-ray assessment was performed to identify any damage to the camera wires based on no image upon insertion. X-ray imaging of the device did not note the presence of camera wire damage. A multimeter was used to measure resistance between camera connections to identify electrical problems and/or camera cable breaks. Resistance measurements for camera wires were taken by placing the probe in contact with the respective solder pad on the printed circuit board assembly (pcba). The resistance between the camera wire connections with the ground wire was measured and observed to be less indicating electrical problems with the connection as indicated by failure analysis document. The reported complaint regarding visualization was confirmed. During product analysis, no image was seen upon insertion. Visual inspection of the exterior of the device along with x-ray assessment of the camera wire did not identify any breaks and/or signs of corrosion with the wire itself. Therefore, a multimeter was used to measure the resistance between camera wire connections and electrical problems were identified. The visualization problem is most likely due to a random failure of the camera assembly during procedure, as evident by the electrical test results. Based on all gathered information, the probable cause selected for the image failure is cause traced to component failure, which indicates that a random failure with a device component contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that the two spyscope ds ii devices were used with a spy controller during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure in biliary for the treatment of biliary stones on (B)(6) 2024. The first spyscope was inserted into the controller during preparation for the procedure. The initialization screen appeared and there was no visualization. The physician then switched to a second spyscope to begin the procedure. The scope was inserted with some difficulty into the bile duct. The physician started using the electrohydraulic lithotripsy probe through the spyscope to treat the biliary stones. After a few minutes, the image was lost and could not be regained. The procedure was not able to be completed due to this event and will be rescheduled for a later date. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code is being used to capture the reportable event of aborted/rescheduled procedure.

Event description:
It was reported to boston scientific corporation that the two spyscope ds ii devices were used with a spy controller during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure in biliary for the treatment of biliary stones on (B)(6) 2024. The first spyscope was inserted into the controller during preparation for the procedure. The initialization screen appeared and there was no visualization. The physician then switched to a second spyscope to begin the procedure. The scope was inserted with some difficulty into the bile duct. The physician started using the electrohydraulic lithotripsy probe through the spyscope to treat the biliary stones. After a few minutes, the image was lost and could not be regained. The procedure was not able to be completed due to this event and will be rescheduled for a later date. There were no patient complications reported as a result of this event.